Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise resulting in oversensing was noted on the right ventricular lead. Additionally, abbott technical support was contacted and determined that the correct threshold may have been difficult to obtain due to a diagnostic anomaly. No intervention was performed, the lead remains implanted and will continue to be monitored. The patient was in stable condition.